Event description:
Customer alleges lint (most likely from the back table cover) got in the patient's eye during a cataract procedure. They state they were unable to remove the lint and the patient incurred a tass infection that required antibiotic treatment. Patient is recovering.

Manufacturer narrative:
The process is in compliance with applicable standard production method (spm). All operators are certified in their respective operations. The operators or the quality inspector did not identify any discrepancies related to the issue reported during their continuous inspection. Raw materials are tested and acceptance status is provided based on testing results according to product specification. No deviations found. The DHR for the last 3 months for the given product number were reviewed, and no discrepancies related to the issue reported were found. Raw materials are tested and acceptance status is provided based on testing results according to product specification. No deviations found. This is the first report we have had on this type of issue for this component: therefore no action is needed at this time. We will continue to monitor for this type of reported issue and take further actions if needed.